Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. His/her blood glucose level was 190 mg/dl. The customer could see corrosion. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. The insulin pump was received with a corroded battery tube, a cracked case at the battery tube threads and minor scratches on the display window.